Manufacturer narrative:
Product added to d10. Annex g code updated in h6. Continuation of d10: product ID: 9735225r, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A1102 was coded for "sr manager failure" message. A13 was coded for the attempting to pull a patient image set via the digital intercommunication of medicine (dicom). H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after booting up the system and attempting to pull a patient image set via the digital intercommunication of medicine (dicom) button, the system displayed "sr manager failure" on a black screen. The manufacturer representative (rep) performed a hard reboot, but was unable to perform further troubleshooting as the system was swapped out for another navigation system to begin a procedure. There was no patient involvement.